Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3375-4002 was received for investigation. Visual inspection concluded without the observance of any breakage across the sheath. No problem found.

Event description:
On 12/08/2021, it was reported by a distributor via sems that an ar-3375-4002 sharp trocar for tap/fen "piece was broken", no additional information was provided. This was discovered during use on (B)(6) 2021 with no impact to the patient.